Event description:
The patient was revised due to loosening. Before the revision surgery; the patient had suffered from pain especially when sitting and getting up from sitting. The patient had many different treatings (physical therapy). Currently in litigation.